Event description:
During an in-clinic follow-up, noise resulting in oversensing, increased capture threshold, and decreased defibrillation impedance were observed on the right atrial (ra) lead. Lead insulation damage was suspected but it was not confirmed. An x-ray was performed and no anomalies were observed. Provocative testing was performed and the noise was able to reproduced. No intervention has been performed. The patient is stable and will continue to be monitored.